Event description:
A patient reported their one touch profile was reading inaccurately low and was taken to emergency room. The result on their meter was 67mg/dl. The result on the hospital was 600. The time difference between patient's meter and hospital was unknown. Patient felt disorientated and dizzy. The hospital gave customer orange juice before testing them and customer took their medication for diabetes at home. No further information has been reported.